Manufacturer narrative:
The manufacturer received additional device evaluation information on 18 july 2025. It was reported that by checking more details of the device error, it was found that a malfunction occurred on an oxygen sensor which is installed to an oxygen blender printed circuit board assembly. Of note, failure of the oxygen sensor does not impact therapy to the patient. The oxygen blender printed circuit board assembly, including the oxygen sensor needs to be replaced. However, no repairs will be completed since the device's end of life is march 2026. The device will be discarded (scrapped). Coding in the device problem code grid, evaluation results grid, component code grid, and conclusion code grid have been updated to reflect the totality of information regarding the evaluation of the device.

Event description:
The manufacturer received information alleging a trilogy o2 ventilator alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alleged error code was confirmed in the error download file. The oxygen blender printed circuit assembly needs to be replaced to address the issue.